Event description:
During outreach call, it was reported that customer had high blood glucose possibly due to infusion set not being inserted properly. Customer's blood glucose at the time of incident was 441 mg/dl. Infusion set was changed and monitored until blood glucose was below 200 mg/dl. Customer declined troubleshooting and mentioned being satisfied with the insulin pump but disappointed with the continuous glucose monitoring system. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.